Event description:
It was reported that the superion indirect decompression system implant patient was experiencing similar pain patterns and cramping post implant. The patient underwent an explant procedure to remove the superion implant. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.